Manufacturer narrative:
Submit date: 06/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 05/10/2016 that the customer experienced an issue with an enteral feeding unit. Customer reports that the unit will not power or will power on for a few seconds and power off. No patient involvement.

Manufacturer narrative:
Submit date: 10/18/2016. An investigation of kangaroo k924 pump was performed for the reported condition of; the unit will not power or will power on for a few seconds and power off. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due the unit¿s battery no longer holding a charge. The unit was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.